Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the electrode was missing when removed. The patient¿s blood glucose level was 148mg/dl at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Unable to confirm insertion anomaly due to customer did not return insertion needle, only sensor. (B)(4).